Manufacturer narrative:
The device was returned to zoll benelux for evaluation. The customer's report was identified to be caused by a software timeout shown in the logs which caused the batteries to drain. No hardware malfunction was identified. As a corrective measure, the software was upgraded to version 6 to reduce the likelihood of recurrence. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's display flickered. Complainant indicated that there was no patient involvement in the reported malfunction.